Event description:
It was reported that the left monitor on the 9900 system had lines through the image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The display adaptor was re-seated during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.